Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 75°f. In addition, the rate of temperature rise was above threshold at 7.6°f/sec at the mid-motor location. Initial diagnosis indicated that the rear motor bearing was worn and the device failed the hi-pot testing for patient current leakage at 4.425 ma. Due to the rate of temperature rise the device was also evaluated by engineering. The engineering findings identified all three of the motor windings failed for excessive resistance greater than 2.60 ohms. The motor housing to winding resistances were within specification. The mid-motor and front bearing locations exhibited excessive temperature rises. The likely root cause for the observed mid-motor overheating condition was due to bearing wear. The rear bearing was shattered and the front bearing was worn. This required additional supply current due to the elevated frictional load. In addition, the out of specification winding resistance levels would contribute to the excessive overheating. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event due to evaluation findings of overheating over threshold. On follow up, it was determined the motor was sent for repair due to being hot to the touch. It was confirmed the heating issue did not occur during a procedure, but was identified prior to use. It was confirmed there was no patient involvement.